Event description:
The deltaplush coil could not be connected to the cable. The connection part of the cable got broken when being forced to insert. There was no patient injury reported.

Manufacturer narrative:
(B)(6). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting. Complaint conclusion: the device was returned for analysis. The device positioning unit¿s (dpu) electrical connector pins were misaligned. The lead-in chamfers of the cavity and the electrical posts were missing. The most likely root cause of the dpu failure to connect into the enpower control cable was due to the misalignment of the dpu¿s electrical connector¿s posts and the missing lead-in chamfer located at the inside diameter of both electrical posts. An internal investigation was opened to address this issue.